Manufacturer narrative:
(B)(4). Date sent: 1/18/2024. D4: batch #370c52. Investigation summary : during the inspection at the independencia pi lab, the device was visually analyzed; staples were present, and the washer was uncut, indicating the device had not been fired. When the test battery was installed, the backlight did not illuminate. The device was disassembled to verify the condition of the internal components. No apparent damage or reason for the power none condition was found. The device was sent to cincinnati for additional analysis. Upon receipt at cincinnati, a visual inspection of the device revealed no apparent damage. When the test battery was installed, the backlight did not illuminate. This confirms the customer report and what was observed at the independencia lab. A multimeter was used to check the continuity between the battery and the backlight led (led1). The issue was confirmed to be an open circuit between the right bulkhead contact and the pcb. The conformal coating was removed by engineering in this location, and a slight separation of the contact and pcb solder pad was noted. This was likely caused by an improperly seated bulkhead contact, which did not solder properly to the pcb pad. This solder joint likely opened during shipment between jabil and the customer, due to shipping and handling stresses. In addition, the pcb was scanned, and an embedded metal particle was noted in the conformal coating near d4. This could also be seen through the conformal coating. It is not known how this particle became embedded at this location, but it may be related to the nearby solder issue. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the open circuit between the right bulkhead contact and the pcb, the power issue reported is confirmed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 370c52, and no non-conformances were identified.

Event description:
It was reported that during surgery, the colon professor tried to connect the anvil and body approximation. The light came on in the body at first, but it did not light up when connected. So, they think it's a battery problem and put in a new battery. However, it didn't work. So they took out a new body and used it, and it worked well. There was no patient consequence reported. The procedure was completed successfully.